Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an open heart surgery, the right ventricular (rv) lead was damaged. The lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.